Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door and switches was inspected proactively with no findings. Found that the imaging system was only extended out about 3 to 6 inches and then stops. Invalidated the home and it passed but extended out only 3 - 6 inches. During the system inspection found that the x stage cover needs to be adjusted. The x stage was blocking the x axis from continue moving past 3 - 6 inches. Removed cover for inspection and adjustment. As a verification of repair invalidated home multiple times with no errors. Shot multiple 2d and 3d with no errors posted by the system. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: bi71000158, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging device being used during a spinal procedure. It was reported that the site's imaging system "stopped in the middle of a scan and it jammed up." Technical services (ts) inquired if this was a 3d spin and if it allowed 2d shots. There was no further clarification or information. No impact on patient outcome. It was unknown if there was a delay. It was later clarified that imaging system was not present in the patient's room. The x-ray technician noticed before bringing the imaging system into the room that it was not allowing it to extend from the base. It would raise and lower but not extend past 3 inches. The site would hear an audible stop/thud as if something is blocking/preventing it to continue the motion. In addition, the imaging system gantry was closed but they still had a message on the pendant that said ¿door open¿. The site was not able to open the door. The site made several reboot attempts and was not successfully able to open the door or extend it from the base." It was updated that there was no patient present but the surgeon proceeded with a non medtronic imaging system. This is conflicting with what was initially reported. Additional information was received. It was reported that a scan was never performed. The procedure had started but was not at the point of when the imaging system was needed when the issue was discovered.